Event description:
The customer stated that the quick connect was broken on the device and returned the unit for repair. During co's functional testing, enough liquid oxygen leaked from the ruptured diaphragm in the relief economizer valve to potentially cause a serious injury should this malfunction recur. The custimer's reported problem was not duplicated. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action has been implemented on units mfg after 11/24/94 which replaced the relief valve diaphragm with a more durable material.